Event description:
The clinical specialist (cs) reported that the client said the programmer had a noisy fan. The programmer was returned for service. There was no patient involvement or complications indicated with this event.

Event description:
It was reported that the radio frequency programmer head was not working. The head was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).